Event description:
The lids to the sharp's containers have an inside lid that move on hinges. On occasion, one of these hinges breaks off, but often the product is still used. When one of the hinges is broken off or the inside lid is not used, there is a hole left in the upper portion of the sharp's container allowing needles to push through causing injury.